Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 1 of 6 was not confirmed due to a lack of sample. The caregiver stated the patient line connection was loose and leaking. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during drain 1 of 6. The caregiver stated the patient line connection was loose and leaking. (B)(4) had the caregiver cycle power to clear the error and end therapy. The caregiver then disconnected the patient using aseptic technique. The caregiver elected to start over with new supplies and notify the patient's dialysis nurse. Product surveillance contacted the patient's caregiver, who explained the supplies were discarded and the lot information was not known. The caregiver stated that therapy was resumed with new supplies without any problems. Product surveillance asked if the caregiver followed up with the patient's nurse, and the caregiver said she had not. Product surveillance recommended that the caregiver let the patient's nurse know about the error. No injury or medical intervention was reported.